Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was receiving recurring motor error alarms. Customer's blood glucose level at the time of the incident was 400 mg/dl and 240 mg/dl at the time of the call. Troubleshooting did not occur. Advised to discontinue use of insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test, displacement test and motor test. Pump was received with motor error alarm during occlusion test due to faulty force sensor resistor (gold).